Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00972 for the pump exchange procedure. (B)(4). Approximate age of device ¿ 60 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2018, the patient had a bleeding episode from the right lower quadrant incision, which was from the removal of the old driveline during the pump exchange procedure. The area of bleeding was packed with silver nitrate. Heparin was held, hemoglobin and hematocrit were stable, and the bleeding resolved. The patient was stable and ready for discharge home with the proper medications, instructions, and follow up appointments. The right lower quadrant staples were scheduled to be removed in a follow up appointment. No further information was provided.

Manufacturer narrative:
The report of bleeding could not be confirmed through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.